Manufacturer narrative:
Suspected root cause: use of damaged or bent driver, failure to tap if bone patellar tendon bone graft used, graft/screw/tunnel not appropriately sized, insertion over a bent guide wire.

Event description:
It was reported that the biotech screw broke during a case. There were no adverse consequences. Another bioabsorbable screw was used to finish the surgery. The procedure was delayed for 10 minutes. No additional anaesthesia was required.